Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. It was reported that the drive support cap appeared normal. It was stated that the insulin pump was not exposed to high magnetic fields. It was reported that there was a motor position encoder error alarm in the alarm history. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specification range and passed off no power test. Unable to confirm the motor position encoder error alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted.